Event description:
It was noted that these o2 tank carriers are inherently unstable. They are prone to tipping with the slightest pressure. There is no opposing support at the base of the cannister holder. In one instance the o2 cylinder hit the hallway floor resulting in damage to the regulator allowing o2 pressure to be released uncontrolled. No injury or damage was done.